Manufacturer narrative:
(B)(4).

Event description:
It was reported that reconstrainment difficulty occurred. The target lesion was located in the left iliac artery. A 20x80/10fr uni plus 75cm wallstent endoprosthesis stent was advanced to treat the lesion. However, when the physician tried to resheath the stent to have it repositioned, the stent would not resheath. The physician had to pull it all out and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was returned with the stent partially deployed and kinked along the entire length of the device. A visual and tactile examination multiple kinks along the length of the catheter. This type of damage is consistent with the application of excessive force to the delivery system. The stent was manually deployed and the holding sleeve was visually and microscopically examined. However, the section of the device the holding sleeve was bonded onto was badly kinked and twisted and the inner broke off during analysis. This type of damage is consistent with the application of excessive force to the delivery system. There are no issues with the profile of the stent. The inner was badly kinked and twisted along the length of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that reconstrainment difficulty occurred. The target lesion was located in the left iliac artery. A 20x80/10fr uni plus 75cm wallstent® endoprosthesis stent was advanced to treat the lesion. However, when the physician tried to resheath the stent to have it repositioned, the stent would not resheath. The physician had to pull it all out and the procedure was completed with a different device. No patient complications were reported and the patient's status was fine.